Event description:
Patient had aaa repair in 2006. One main body graft and two iliac leg grafts were placed. In 2007, a revision was performed. The right internal iliac was coil embolized and an iliac leg graft was placed in the right common iliac to the external iliac artery. The uncovered distal common continued to grow and caused a type ib endoleak. Once the graft was extended, no evidence of endoleak was noted.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device due to anatomical changes in the patient over time.